Manufacturer narrative:
The sling bar was returned to the manufacturer for evaluation. The sling bar center bolt was not returned, but the sling bar nut was disassembled (the sling bar bolt was missing). Previous analysis of similar events has shown this to be a user induced malfunction. If the sling bar is incorrectly loaded with an uneven load, the radial clearance allows for bending of the bolt. The sling bar center bolt deformation and breakage occurs due to unusual forces or fatigue failure caused by low, but frequently repeated, uneven loading. A periodic inspection of the lift should be carried out at least once a year per the intrusion guide for viking m, l and xl (7en137105) in the periodic inspection instruction for liko accessories (3en601001), it is stated for the universal sling bar: check that the unit rotates freely on its bearings. Make sure the sling bar doesn¿t rotate unevenly, wobble or the spinning stops due to high friction. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the sling bar to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating during a lift, the patient fell to the floor. Inspection showed the sling bar screw was broken. The lift was located in paganini unit at the time of the incident. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The patient suffered cranial trauma and a fracture of the right femur. The sling bar has been returned to hill-rom for evaluation. No further information is available on the repair of the lift at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from a hill-rom technician stating during a lift, the patient fell to the floor. Inspection showed the sling bar screw was broken. The lift was located in (B)(6) unit at the time of the incident. This report was filed in our complaint handling system as (B)(4).